Manufacturer narrative:
The reported event of inappropriate shock and oversensing were not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the complete lead was received in one piece measuring 64.8 cm. An external insulation abrasion breaching the right ventricular (rv) cable lumen was noted at 32.9 cm to 33.1 cm from the connector pin. The external insulation abrasion damage was consistent with friction to another implanted device or feature of the patient anatomy. Internal insulation abrasions breaching the ring electrode (re) cable lumen were noted at 23.6 cm to 24.4 cm, 33.0 cm to 36.9 cm, 51.2 cm to 54.8 cm, and 55.4 cm to 56.6 cm from the connector pin. Internal insulation abrasions breaching the superior vena cava (svc) cable lumen were noted at 21.7 cm to 22.8 cm and 33.0 to 36.9 cm from the connector pin. The internal insulation abrasions were proximal and in between the svc shock coil.

Event description:
It was reported that the patient experienced inappropriate shock from the right ventricular lead after episodes of atrial fibrillation with rapid ventricular response were observed. The physician suspected that this was caused by a right ventricular lead failure. On (B)(6) 2021, the lead was successfully explanted and replaced. There were no other adverse patient consequences noted.